Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. The complainant indicates the use of non company viscoelastic which is not qualified for use with the associated product. The root cause for the reported complaint could not be determined as no sample was returned for analysis. The reported complaint is lacking in relevant information such as the type of defect/issue observed. The customer states the use of non-qualified viscoelastic. The use of an unqualified ovd(ophthalmic viscosurgical device) may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, problem with the injector. Procedure was completed with another iol. Non company viscoelastic was used. There was no patient harm. Additional information was requested.